Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. The sterilization process for these devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10^ -6 or better. The manufacturing lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the infection of the pt. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt underwent a total left hip arthroplasty on (B)(6) 2007. The pt experienced pain and was revised on (B)(6) 2011 due to infection. During surgery also tissue damage was noted with possible metal hypersensitivity reaction.